Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had ineffective stimulation. Reprogramming was unable to restore effective therapy. X-ray imaging revealed that the l5 lead migrated. Patient reported no trauma. As a result, surgical intervention may be taken at a later date to address the issue.